Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation to confirm the customer's complaint. However, the observed failure is a known phenomenon likely resulting from having the endoscope not fully connected to the device during the connection procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿do not insert the instrument into the endoscope unless the connector section is in the proximal position and the sheath adjuster knob is tightened; otherwise, this could cause the mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
A customer reported that during an examination, the needle slipped four times. The needle was removed, and the procedure was completed using another device. There was no patient injury or adverse event reported to olympus.